Event description:
The end user reportedly discovered during use that the blue tubing on the concentrator produces a noxious smell. End user was hospitalized as a result but is reportedly doing well, no injury reported.